Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located on ceu 8 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication board to resolve the issue. Based on this information, no further action is required.